Manufacturer narrative:
Results - a review of the manufacturing records for the devices verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses and a handmade stent graft. On (B)(6) 2010, a type 3 endoleak from the junction of the overlapping stentgrafts was identified and left to be monitored. The devices associated with the type 3 endoleak are unknown. On (B)(6) 2010, the patient presented with a surgical wound dehiscence. On (B)(6) 2010, debridement and re--suturing of the wound were performed. On (B)(6) 2010, coil embolization was performed to fill the gap between the overlapping stentgrafts. The patient tolerated the procedure. On (B)(6) 2011, the resolution of the type 3 endoleak was confirmed.